Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 400 mg/dl. Customer stated that her insulin pump was not rewinding properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.